Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the error message was due to brake gap out-of-specification (too wide) in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in 31 december 2015, and is nearly 5 years old. Brake gap was adjusted to manufacturing specification to remedy the error message. No other physical damage was observed on the returned autopulse platform. During archive data review, a ua139 (unable to hold compression position (system error)) was observed on the reported event date. Thus, confirming the reported complaint. During initial functional testing, the returned autopulse platform displayed "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The error was found due to the drive train motor brake assembly air gap was too wide due. Performed the brake gap adjustment and successfully adjusted the brake gap back within the specification and cleared the error with ap vision software. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message. Patient use is unknown.